Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event year reported as 2023, exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The report for this complaint was submitted on april 13, 2023 under manufacturer report number 8030965-2023-04630 for trauma product 338.31. Upon further investigation it was identified that the product 338.31 reported under 8030965-2023-04630 was incorrect product. The correct product is spine product 388.31. Since 388.31 is a spine product, this complaint needs to be reported again under spine operating company. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the wood handled instruments were leaving a stain/residue when they are peelpacked and sterilized. There was no patient or procedure involvement. This report is for one (1) long small hexagonal screwdriver. This is report 1 of 2 for complaint (B)(4). This complaint is related to (B)(4) and (B)(4).